Event description:
Patient complaining of pocket stimulation. Cl report shows a polarity switch on (B)(6) and again on (B)(6). Rv bipolar lead impedance warning on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).